Event description:
It was reported that the front end of the combination t-wrench broke while trying to remove the rod attachment from the medium pin clamp. The device is brand new and has not been used in a procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the combination wrench was returned with the end broken partially off. Two faces of the hex feature remains at the tip. The measurable dimensions are within print specification. Due to missing portions verification of physical dimensions could not be completed. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. All records indicate the product was manufactured to specifications. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).